Manufacturer narrative:
H3) a software analysis was initiated. However, analysis found there was insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unique identifier was not known at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: 9733686, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The system was performing as intended and no hardware parts were replaced. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy with the navigation. The site stated that there was an inaccuracy in the spine software together with the imaging system. Troubleshooting was performed and the imaging system scans were performed on both sides. The navigation accuracy was always given. The manufacturer representative (rep) talked to the health care professional (hcp), it was possible that during the procedure the small passive spine frame moved a little bit on the patient. The site wanted to have a system checkup before using both systems again on the next patient. After the system checkup the hcp stated to the rep that it could be that the small passive spine frame was moved during the procedure. There was no delay to the case. No impact on patient outcome.